Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive when attempting to unlock the pump. Customer's blood glucose level was 124 mg/dl. In addition, it was reported that the customer mistakenly delivered an 11 unit bolus instead of delivering a bolus for 11 grams of carbohydrates. Tandem technical support attempted to follow up with the customer on the reported issue; however, no response was received.